Event description:
The recipient reportedly elected to undergo repositioning surgery on (B)(6) 2017, due to dissatisfaction of device placement since initial implant surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly wearing the device successfully following repositioning surgery. This is the final report.